Event description:
On (B)(6) 2021, the customer alleged via email to medela llc that her pump in style max flow was not draining her which caused her to have multiple bouts of mastitis and engorgement over a few months. The customer also alleged that she consulted a lactation specialist who watched her pump and determined that the pump was leaving lots of milk behind, which is likely contributing to her recurring health issues. The customer also alleged that she is able to hand express after the pump stops extracting milk. On (B)(6) 2021, the customer called in after receiving an email response from medela customer service to contact them by phone to address her issue.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; verifying correct kit components were being used and verifying no milk backup had occurred. A pump in style advanced breast pump was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 12/30/2021, the customer indicated that she had mastitis twice, the first time in mid-october which she did not seek medical attention and the second time started around the first week in november. Additionally she stated that she was diagnosed by a nurse practitioner on (B)(6) 2021, and prescribed an antibiotic. The customer stated that a breast surgeon used needle aspiration to drain the breast and reduce engorgement. In follow up again with the customer on 1/10/2022, the customer indicated that the replacement pump is working well. Based on the results of our internal investigation ((B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Manufacturer narrative:
The device was evaluated on 1/17/2022 with the customer's parts and the device passed suction and cycle specifications. It was also identified in the evaluation that there was damage to the pump chassis,, dc jack, pc board and the yellow dc jack grommet was misaligned. The customer's complaint of low suction was not confirmed but the customer's complaint of a crooked dc jack was confirmed.